Event description:
Event description guidant received information that the patient with this non-guidant ventricular lead presented to the ER with intermittent output/loss of capture. The threshold was higher than 2.2 volts with a lead impedance greater than 1800 ohms. The guidant pacemaker is on an advisory.